Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor would not connect to the transmitter. Customer reported that when she removed the sensor, she noticed that the lower part of the cannula had broken off. The customer was unsure if the cannula had broken off in her skin or not and was advised to contact her doctor. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Found cannula whole with no broken or missing parts.